Event description:
An alarm 20 occurred during the load sequence. The customer's blood glucose level was recorded at 100 mg/dl, indicating no adverse impact. Technical support successfully resolved the issue by restarting the pump, which was then able to load and recognize cartridges. Additionally, the pump delivered a 5 unit bolus without any alerts or alarms, and a replacement pump was arranged to be sent to the customer.